Manufacturer narrative:
A device history record review was completed for provided material number 304432 and lot number 200904. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility. The retained needle samples were assembled with a discard it 2ml syringe and liquid was found to move normally through the cannula with no signs of defect identified. Based on the provided feedback, we understand that an issue with clogged cannula took place; however, the investigation results could not determine a cause related to the manufacturing process. Needles are inspected for occlusion as part of the in-process inspections performed after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Short description: decapeptyl depot 3.75mg -il- needle was clogged during the injection/ v18361a, 238454/200904 reason: clogged canula description: needle was clogged during the injection classification : minor (can be re-evaluate)

Manufacturer narrative:
Device problem code: a140901 - complete blockage patient problem code: f26 ¿ no health consequences or impact (B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed.